Event description:
It has been reported to co that the occlusion balloon would not deflate when needed during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to occlude the vessel. The physician pre-dilated the vessel and the physician decided not to place a stent. The physician then inserted the aspiration catheter and aspirated particulate three times. The physician then attempted to deflate the occlusion balloon and it would not deflate. The physician then attempted a second time with no success. The physician then cut the wire and the occlusion balloon deflated. The pt is reported to be fine.